Event description:
Per complaint form: the PICC was noted to have hole at the junction of the clear catheter portion to the white hub during infusion. Catheter was clamped and then replaced over a guidewire. PICC replacement under fluoroscopy.

Manufacturer narrative:
(B)(4) - additional surgical procedure is not listed in the instructions for use. (B)(4) - hole in material is not listed in the instructions for use. Event is still under investigation.